Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that following a stenting treatment procedure restenosis occurred. In (B)(6) 2010, the subject presented with unstable angina and cardiac catheterization was recommended. The target lesion one was a de-novo lesion located in the distal rca with 95% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 32 mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in mid rca with 90% stenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with pre-dilatation which resulted in dissection of grade ¿a¿ within the target lesion, angioplasty balloon caused dissection; balloon make unknown). Grade ¿a¿ dissection and 90% stenosis was treated with placement of a 2.50 x 32 mm taxus liberte stent, with 0% residual stenosis. Target lesion #3 was a de-novo lesion located in proximal rca with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.50 x 20 mm taxus liberte stent, with 0% residual stenosis. The following day, the subject was discharged on aspirin and prasugrel. On (B)(6) 2013, the subject presented with chest pain and shortness of breath and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of the event, the subject was only on aspirin. Per edc, the study drug per protocol was last taken on (B)(6) 2011 and other antiplatelet medication was never taken during the study. Coronary angiography revealed ¿total occlusion in the lad, lcx, small vessel disease and total occlusion in distal rca. Circumflex graft was totally occluded with faint filling. Right coronary artery bypass graft was totally occluded. Non-target vessel revascularization (lcx) was performed. The event was considered resolved without residual effects and the subject was discharged on the same day.